Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number up (B)(4) compared to the laboratory result. The two results from the meter were both 8.0 inr. The result from the laboratory was 5.3 inr. The customer withheld coumadin. There was no allegation of an adverse event. The customer has had no changes in diet, no difference in health, and no new medications. The customer's therapeutic range was 2.5 - 3.5 inr. On (B)(6) 2018 the qc was acceptable. Retention test strips (lot 304974) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.